Event description:
Reportedly, the device displays a loop on the pit, then a cursor turns and returns to the main screen

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smartview connect was tested and the reported behavior was not confirmed, as normal functioning was observed. - the root-cause of the reported issue could not be determined. However, it could have resulted from a damaged power adapter, as the smartview connect functioned normally with a reference power adapter. - this case is recorded for trending purposes.

Event description:
Reportedly, the device displays a loop on the pit, then a cursor turns and returns to the main screen.